Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during stent-assisted coil embolization with the subject stent, the physician wanted to resheath the stent in order to reposition the microcatheter. While withdrawing the stent from the microcatheter, the stent became stuck in the hub and deployed at the hub of the microcatheter. There was no patient clinical consequences.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. In the case of this complaint, the user states that it was intended that the stent be withdrawn into the sheath in order for the microcatheter to be re-sheathed. Neuroform atlas is not designed for re-capture as outlined in the dfu: "the stent delivery microcatheter and the neuroform atlas stent delivery wire should not be used to recapture the stent." The investigation confirmed that there was an act or omission of an act that could have resulted in a different medical device response than intended by the manufacturer and/or expected by the user. Therefore, an assignable cause of user error has been assigned to this investigation.

Event description:
It was reported that during stent-assisted coil embolization with the subject stent, the physician wanted to resheath the stent in order to reposition the microcatheter. While withrawing the stent from the microcatehter, the stent became stuck in the hub and deployed at the hub of the microcatheter. There was no patient clinical consequences.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the stent was returned in its deployed state and was deformed. In the case of this complaint, the user states he could not resheath the stent into its sheath from the microcatheter. Neuroform atlas is not designed for re-capture as outlined in the dfu: "the stent delivery microcatheter and the neuroform atlas stent delivery wire should not be used to recapture the stent." The stent deformed most likely when the user was trying to re-capture the stent. An assignable cause of use error will be assigned to this investigation.

Event description:
It was reported that during stent-assisted coil embolization with the subject stent, the physician wanted to resheath the stent in order to reposition the microcatheter. While withrawing the stent from the microcatehter, the stent became stuck in the hub and deployed at the hub of the microcatheter. There was no patient clinical consequences.